Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings. The cannula was also found bent. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used.

Event description:
Customer reported she wanted to remove the sensor. When she removed it, she noticed it was split. Customer's blood glucose was 185 mg/dl. Customer did not want to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.